Event description:
According to the facility on (B)(6) 2024, they "lost a sponge fiber and found it laparoscopically in the patient's abdomen by the surgical team intraoperatively".

Manufacturer narrative:
According to the facility on (B)(6) 2024, they "lost a sponge fiber and found it laparoscopically in the patient's abdomen by the surgical team intraoperatively". The fiber was removed from patient. The original intended procedure was a laparoscopic abdominal surgery. A sample is not available for evaluation. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.